Manufacturer narrative:
Correction: investigation code previously reported as device not returned, now corrected to testing of actual/suspected device.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, and under sensing. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and covered with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported events of failure to capture, and under sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
Related manufacturer report number: 2017865-2023-24501. It was reported during in clinic follow up that the atrial and right ventricular leads were examined using surface electrocardiography. The leads were found to be exhibited under-sensing, loss of capture, and dislodgment. The leads were explanted and successfully replaced. Patient condition post operation was unknown.